Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device would not interrogate and the cable was replaced to resolve. It passed all final functional and systems tests with no other anomalies found. (B)(4).

Event description:
It was reported that the radiofrequency programmer head would not interrogate. It was further reported that the head was changed and the programmer worked fine. The programmer head was returned for service. There was no patient involvement.